Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a blood administration set was observed to have a leak coming from the injection port. This occurred during patient injection of propofol. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity flow testing was performed, and the liquid flowed correctly through the set with no leaks noted. No nonconformances were observed during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.